Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator was received inserted into the cannula; prolonged insertion can cause the envelope seal to become stretched. The circular seal was cut. The obturator, envelope seal and cannula appeared intact. Pmv performed functional testing: the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 30 minutes after the trocar has been used, air leak at the valve was noticed and there was a strange sound too. The sound became rowdy. Pneumoperitoneum leakage was also noticed. The surgeon stopped using the faulty trocar and used a new one to finish the procedure. The patient has no injury.